Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2013 and suture was used. The patient experienced a fascia rupture two days after the procedure and underwent a reoperation to close the fascia and the skin on (B)(6) 2013. During the reoperation, the surgeon found a broken suture, about 3 cm from the knot. When they removed the suture it felt like it was rotten, broke easily in several places. Another like device was used to complete the second procedure. The patient was discharged home after a couple of days.

Manufacturer narrative:
Conclusion: two suture pieces were returned for evaluation. The condition of the samples suggest an improper handling of the product. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.